Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 99% stenosed lesion was located in the calcified and severely tortuous proximal left circumflex. Other manufacturers' guide catheter, microcatheter and guide wire were inserted, but the guide wire was unable to cross the target lesion and was replaced with a pt2 guide wire. Upon attempting to cross the target lesion with the pt2 guide wire, resistance was encountered and crossing failed. It was noted under fluoroscopy that the tip of the pt2 guide wire had detached due to manipulation. Upon removing the guide wire from the patient's body, it was confirmed that approximately 1cm of the guide wire tip was retained in the patient's body. The physician attempted to insert three other manufacturers' guide wires into the proximal left circumflex, but all three guide wires were unable to cross the lesion in the distal left circumflex. Because of the multiple attempts to cross the lesion, a slow blood flow was noted in the left circumflex. The procedure was completed by implanting another manufacturer's stent in the left main coronary artery (lmca). No further complications or injuries were reported. The patient status was reported as "good".